Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq3857 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "he was admitted to the hospital due to 'discovery of yellow discoloration of the skin and sclera with unconsciousness for 17 hours'. Diagnosis: liver failure, femoral vein puncture and catheterization were given according to the needs of the condition. During the patient's femoral vein puncture and cannulation at around 20:00 on (B)(6), 2022, the guide wire was discounted in many places, which seriously affected the surgical operation and caused more bleeding at the puncture site. Treatment: open the guide wire in the disposable sterile central venipuncture bag, continue the operation, and successfully complete the operation (femoral vein catheterization)".